Event description:
On the first incident the bed sensor mat was properly set-up and tested prior to the patient laying on the bed. In the middle of the night, it was discovered that the patient got out of bed and fell. The nursing staff heard a loud noise coming from the patient's room. The nursing staff came immediately into the patient's room and discovered the patient by the room's white board. The bed alarm system did not alert as it should have. No patient injury information was provided. A second occurrence was in a different patient room. The bed alarm system was connected and properly installed. As the staff was assessing the patient and the alarm system, the bed alarm system went off few seconds after the patient was standing in the room. The nursing staff was puzzled at the delay. The bed alarm system had been working properly prior and after the incident. Nursing staff are frustrated because of the high rate of patient falls. The nursing staff took a closer look at the bed alarm mat and notice there was a crease in the mat. It looks like if there is a fold or crease in the sensor mat, it will act as if the patient is still in the bed even though they are not. This may have been the issue with the first incident as well as who knows how many other incidents this may have contributed to.======================health professional's impression======================the device did not alarm as the patient was falling or exiting the bed. This is a potential for harm and it is worth forwarding to the manufacturer.